Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, the patient experienced symptoms of heart failure/hemodynamic instability.

Manufacturer narrative:
Corrected information: b5 (second paragraph). Additional information: b5 (third paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, the patient experienced symptoms of heart failure/hemodynamic instability. Additional information was received indicating that the failure of the valve was high gradients. Additional information was received indicating the following: the transcatheter valve was implanted in the patient's native aortic valve; the respective mean gradient measurements before and after the valve was implanted are not known; the implant depth of the valve was approximately 12 mm "deep" (12 mm at the non-coronary cusp and left coronary cusp); and there was no evidence of thrombus on the valve, but there was evidence of leaflet thickening.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, the patient experienced symptoms of heart failure/hemodynamic instability. Additional information was received indicating that the failure of the valve was an elevated gradient.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.